Manufacturer narrative:
No device was returned to dornier within the timeframe of this investigation. It is recognized that all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. It is not possible to confirm the root cause of the burn damage reported without access to evaluate the suspect device.

Event description:
Dornier received complaint information regarding a laser fiber which had reportedly burned. The customer stated, "when placed in the laser, it smelled like burning".